Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("there are portions of coiled wire"), embedded device ("portions of coiled wire within the myometrium and endometrial cavity") and pelvic pain ("pain / pain") in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, temperature elevation, nausea, thyrotropin low, hypertension, anemia, lymphoma and flank pain. Concurrent conditions included heavy periods, cervicitis, benign cervical tumor, adenomyosis, ovarian cyst, abdominal tenderness and vomiting. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the device breakage, embedded device and pelvic pain outcome was unknown. The reporter considered device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery discrepancy notedin essure removal date as (B)(6) 2011 and hysterosalpingogram as (B)(6) 2019. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage , embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: lot number was added. Events: device breakage and embedded device were added. Reporters were added. Medical history were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are portions of coiled wire'), embedded device ('portions of coiled wire within the myometrium and endometrial cavity') and pelvic pain ('pain / pain') in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, temperature elevation, nausea, thyrotropin low, hypertension, anemia, lymphoma and flank pain. Concurrent conditions included heavy periods, cervicitis, benign cervical tumor, adenomyosis, ovarian cyst, abdominal tenderness and vomiting. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the device breakage, embedded device and pelvic pain outcome was unknown. The reporter considered device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery discrepancy notedin essure removal date as (B)(6) 2011 and hysterosalpingogram as 19jan2019. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage , embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are portions of coiled wire'), embedded device ('portions of coiled wire within the myometrium and endometrial cavity'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pain / pain') in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, temperature elevation, nausea, thyrotropin low, hypertension, anemia, lymphoma and flank pain. Concurrent conditions included heavy periods, cervicitis, benign cervical tumor, adenomyosis, ovarian cyst, abdominal tenderness and vomiting. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and teratoma ("teratomas"). The patient was treated with surgery (ablation and to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, embedded device and pelvic pain outcome was unknown and the menorrhagia, fatigue, neoplasm, weight increased and teratoma had resolved. The reporter considered device breakage, embedded device, fatigue, menorrhagia, neoplasm, pelvic pain, teratoma and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy notedin essure removal date as (B)(6) 2011 and hysterosalpingogram as (B)(6) 2019. Plaintiff received treatment for menorrhagia, fatigue, tumors, weight gain, teratomas. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage , embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: menorrhagia (heavy menstrual bleeding), fatigue, tumors, weight gain, teratomas were added. Event outcome was added for the events: menorrhagia (heavy menstrual bleeding), fatigue, tumors, weight gain, teratomas. Surgery ablation was added for the event: menorrhagia. Essure confirmation test date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are portions of coiled wire'), embedded device ('portions of coiled wire within the myometrium and endometrial cavity'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('pain / pain') in an adult female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, temperature elevation, nausea, thyrotropin low, hypertension, anemia, lymphoma and flank pain. Concurrent conditions included heavy periods, cervicitis, benign cervical tumor, adenomyosis, ovarian cyst, abdominal tenderness, vomiting, vaginal bleeding and morbid obesity. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). In (B)(6)2010, the patient was found to have non-hodgkin's lymphoma ("non-hodgkins lymphoma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain") and was found to have teratoma ("teratomas"). The patient was treated with surgery (ablation and to remove the essure implant). Essure was removed on (B)(6)2011. At the time of the report, the device breakage, embedded device and pelvic pain outcome was unknown, the menorrhagia, fatigue, non-hodgkin's lymphoma, weight increased, teratoma and vaginal haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, device breakage, embedded device, fatigue, menorrhagia, non-hodgkin's lymphoma, pelvic pain, teratoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in essure removal date as (B)(6)2011 and hysterosalpingogram as (B)(6)2019. Plaintiff received treatment for menorrhagia, fatigue, tumors, weight gain, teratomas. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage , embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. Event tumor was updated to non-hodgkins lymphoma. New events were added: abdomen pain and abnormal bleeding (vaginal, menorrhagia). Onset date of events were added: fatigue, weight gain and menorrhagia. Reporter information and medical history were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.